Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. (B)(4): customer did not return product.

Event description:
Caller indicated the relion prime meter was reading high. Caller got reading of 128 around 10 am took medication based on that reading and about 10:30 passed out. When she came to she drank some orange juice to bring the glucose back up and started feeling a little better. Went to see doctor around 11:45. He then took reading with his meter and it was 93. Controls not used and no longer has strips. Replacing product.